Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unknown), the device powers on and off intermittently. The complainant indicated that there was no adverse effect as a result of the reported malfunction.